Event description:
The customer alleged that he performed a control test and received a result of 192 mg/dl. A normal control range could not be provided, but should be around 90-123 mg/dl. No adverse events were alleged. The customer was unable to provide reagent info because he could not read it. No product will be returned at this time.